Manufacturer narrative:
The contract manufacturer reviewed the DHR and stated specifications were met. Review of lot # for complaint trend, nonconforming report and CAPA review. No trends noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6) lots of vaginal pains, and no sexual relations, too intense pain.